Manufacturer narrative:
Results: a sample was not returned for evaluation. One customer photo was received and reviewed. The tube appears to not have a hemoguard cap. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6216519. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® brand tube with dipotassium edta had a tube cap missing and also had no label. No injury or medical intervention reported.